Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. Upon review of the information provided, it has been determined that this submission is a duplicate and has already been submitted on 3005075853-2020-05921.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure, the echelon flex powered plus was being used when during the fifth firing the device got stuck (locked on tissue with jaws closed). They used the "manual" to unblock and opened a new one. The surgeon said that he used it correctly and he didn¿t squeeze the closing trigger while simultaneously depressing the anvil release button, knife reverse switch,or manual override. The jaws did not eventually open. The surgery time wasn¿t greater than normal for this procedure. There was no delay to the procedure and no patient consequence.